Event description:
A customer reported on (B)(4) 2013, the unicel dxc 600i synchron access clinical system generated false high sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) results for one (1) patient sample. The results were not reported out of the laboratory. The issue was noticed when a routine afternoon qc was performed and results were out of laboratory established ranges. Review of the qc data showed imprecision on some, but not all levels of qc. The provided patient results showed that the originally reported results were correct. Patient samples were rerun and results for 1 sample were found to be erroneous. The erroneously high results were generated during the repeat analysis after the qc was out of range. The following results were provided by the customer: original na result of 139 mmol/l, repeated 156 mmol/l; original k result of 4.3 mmol/l, repeated 5.0 mmol/l; original cl result of 103 mmol/l, repeated 112 mmol/l; original co2 result of 30.8 mmol/l, repeated 36.7 mmol/l. Data from other patient samples was provided by the customer; however, no other erroneous results were generated.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced a torn valve on the electrolyte injection cup (eic) and replaced a bad chloride (cl) tip. The fse also cleaned the ion selective electrode (ise) system and replaced the modular chemistries (mc) sample probe. Failure mode of this event was not determined. The fse replaced multiple parts.